Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the field service engineer could not reproduce symptoms. Upon arrival, unit plugged in with green line power light illuminated on both ias and mvs. Both units started up and no battery latency issues. Performed system checkout. Unit operates as expected.. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system would not power on. There was no patient present when this issue was identified.